Event description:
It was reported that the patient's catheter tip was originally placed at t10. In 2007, diagnostic imaging at refill revealed that the catheter tip had descended to l1. On two weeks later, the patient was experiencing adequate spasticity control; "the situation was being handled with dose adjustment for the time being". The pump contained gabalon with doses of 50-80 mcg/day. On that day, it was noted that the catheter had further descended to l2. On a week later, it was decided that the catheter should be replaced before it completely dislodged and caused withdrawal. The daily dose of baclofen was reduced to 52 mcg/day. The patient's stiffness had returned somewhat on ten days later. The patient was hospitalized and the catheter was surgically replaced. During the catheter replacement surgery on that day, it was noted that there was a approximately 1 millimeter string-like piece of granulation tissue pressing obliquely against the v-wing which was forcing the catheter out of position. "The catheter had probably migrated in increments as the patient moved." During the revision surgery, the v wing was secured to the myofascia in two places in an attempt to prevent migration. It was noted that the "problems encountered were especially disappointing because the patient had been experiencing good pain control." It was also reported that the patient's events were related to the catheter and not the drug. The baclofen dose was increased to 60 mcg/day on four days later. At an assessment on three days later, it was noted that the patient had recovered. X-ray showed that the catheter had not migrated and that the postoperative course was good.

Manufacturer narrative:
Results: used for the catheter.